Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 9mm amplatzer septal occluder was chosen for implaint using a 6f amplatzer trevisio delivery system . During the procedure, it was observed that the distal tip of the delivery system was damaged, which in turn led the occluder to conform into a snake-like deformation. The delivery system had been inspected prior to use with no damage observed at that time and did come in contact with the patient during the procedure. The procedure was completed using a new 6f amplatzer trevisio delivery system. The deformation of the occluder was described as a cobra shape and was noted during implantation when the device was opened but not released from the delivery cable. No interaction with cardiac structures occurred during deployment, and the device opened normally once the delivery system was exchanged. The damage to the distal sheath tip was identified after the delivery system was removed from the patient following observation of the cobra-shaped deformation and subsequent inspection. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The occluder was implanted successfully.